Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and no capture on the right atrial (ra) lead. It was noted the patient had underlying complete heart block. The lead was explanted and replaced. It was also reported the device had reached battery depletion prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.